Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.